Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 264280, and no non-conformance's related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4), lot #261099. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.